Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) product not yet returned for evaluation.

Event description:
Customer complains of "hi" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-130mg/dl fasting. Verified test strips expire 04/22/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test hi and 561mg/dl. Reviewed meter memory (B)(6). Customers concern: hi. No adverse event reported.